Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an uromatic tur administration set separated from the spike. This occurred during perfusion of an organ. The device was attached to a non-baxter solution bag. There was no patient involvement. The reporter stated that there were no adverse effects to the organ. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A push-pull test was performed at the junction of the tube and the spike and did not reveal any disconnection. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.